Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It has been reported that the patient passed out after getting an urgent low alert on their cgm while their finger stick showed 107 mg/dl. No medical intervention was reported. No injury was reported. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018 and after inserting the sensor, they checked their bg which was 107 mg/dl and entered it into the cgm. They stated they were in bed watching television and the next thing they knew they woke up to the bedside table knocked over and the dexcom was alerting for an urgent low. Additionally, he stated that he hit his face on the bedside table and prior to blacking out, the dexcom did not register. At the time of contact, the patient reported a cgm reading of 167 mg/dl, compared to a bg meter reading of 269 mg/dl. The complaint device was returned for evaluation. An exterior visual inspection was performed, and the inspection passed. Voltage testing was performed, and the test passed. A pairing test was performed, and the test passed. Functional testing was performed, and the test passed. Confirmation of the allegation was undetermined. A probable cause could not be determined. No additional event or patient information is available.